Event description:
In 2008, the patient reported that while changing the insulin cartridge the previous night, she performed the change cartridge procedure, and the piston rod would not completely retract. She stated that the piston rod was spinning "loosely" in the cartridge compartment. No error codes were displayed. No physiological effects were reported. The patient switched to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.